Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the left ventricular lead, the patient experienced aggressive body movement along with coughing. The catheter was removed from the coronary sinus (cs) and injection of contrast into the cs revealed a small perforation. A whisper wire was then inserted and the case concluded with a successful implant. The patient remained stable during this period.